Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment an abdominal aortic aneurysm. Aortic neck had mild calcification, mild angulation and 16 mm in length. It was reported that the final angiogram revealed that the endurant bifurcated stent graft had a proximal type I endoleak. The physician elected to implant aptus endoanchors to treat the proximal type I endoleak. There were two aptus endoanchors deployed correctly however upon attempting the deployment of the third aptus endoanchor the aptus applier double beeping noise. The aptus endoanchor would only advance to the first stage and beeping would occur and would not deploy to the second stage. The aptus applier was removed from the patient. The physician used another aptus applier without issue, successfully resolving the proximal type I endoleak. Per the physician, the cause of the proximal type I endoleak was due to patient anatomy. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.